Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinic manager reported a capsular tear in the posterior region occurred during a laser assisted cataract procedure. Upon follow up, a patient did return to the operating room for a vitrectomy. Surgeon reported patient is doing fine that it is too early to tell if there would be any additional issues.

Manufacturer narrative:
A number of factors relating to the patient, surgeon, and system could contribute to the reported event. A company representative visited the site to evaluate the system. Per the service record, the representative optimized the system as a preventative measure. However, no problem was found with the system. Patient related factors such as patient anatomy and patient movement could contribute to the reported event. Surgical technique is another factor that could have influenced the creation of a tear in the capsule. Without further information regarding the surgical procedure, patient and surgeon related contributing factors could not be obtained. Based on assessment, the product met specifications at the time of release. No problem was found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)